Event description:
The customer reported that there were complete wbc voteouts (no results) on patient samples run on the lh750. There were no erroneous results generated as there was no result wbc generated for the patient samples.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that the wbc apertures were clogged up. He removed protein buildup from the aperture to resolve the issue. Upon recur, the failure mode identified could cause erroneous wbc results due to incorrect aperture gains. (B)(4).